Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was damaged. The customer¿s blood glucose level was 21 mmol/l. Troubleshooting was performed for damage and noticed that the screen was scratched. The customer also mentioned that they can not read the screen. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump received with a constant blank/flashing white light on the display due to vertical cracked lcd controller on the electrical board. Pump received with minor scratched lcd window.